Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices, and patient lost therapy. A manufacturer representative confirmed the issue, and the ipg was deemed inoperable. As a result, patient underwent surgical intervention, wherein the ipg was explanted and replaced.

Event description:
Additional information received indicated that patient's therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.